Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. The physician plans on cleaning out the gutters and swapping out the poly. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Event description:
It was reported that the patient underwent a total ankle replacement. The physician plans on cleaning out the gutters and swapping out the poly. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report. New information received states that the patient underwent the surgery for poly swap. There was no implant loosening. No surgery delay was reported. No additional patient adverse consequences reported.

Manufacturer narrative:
Correction - please refer to d1, h6 device code. The reported event could not be confirmed due to lack of additional information. A medical professional reviewed the received information and noted the following: ¿from what can be seen in the CT-scan not much more information can be detected regarding this case. As the poly is not directly visible, the CT-scan only gives indirect information about the polys condition. While the anterior and central sections of the implant in the talus and tibia look inconspicuous, some translucent areas suggesting loosening in the posterior section cannot be excluded. However, this could be an artefact and the surgeon¿s assumption, that neither the tibial nor the talar component are loosened seemed to be correct. The CT scan does not allow any other reliable interpretation.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.¿ a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. ¿ a review of the labeling did not indicate any abnormalities.¿ no indications of material, manufacturing or design related problems were found during the investigation. ¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.